Manufacturer narrative:
Not returned.

Event description:
Allegedly, the doctor was performing a pediatric cystoscopy when the grasper broke. A screw fell off the instrument into the patient; the doctor was able to retrieve. Per the hospital, the procedure was completed with no injury to the patient reported.

Manufacturer narrative:
The instrument was evaluated upon return and it was confirmed that a pin had come out. It is possible that stress overload was the cause, but we cannot confirm.

Event description:
This is a supplemental: we are providing evaluation.